Event description:
It was reported when using the bd pyxis¿ medstation¿ es, smart remote manager was failed but there was no option to recover. The customer reported that the malfunction resulted delay in dispensing of the medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the smart remote manager had experienced intermittent failures. A field service engineer (fse) tested the remote with hardware test application and then replaced the latch detent and verified that the temperature probe was within specification to resolve the issue. The system functioned as intended after the field service engineer repaired the device.